Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient and her husband were driving to a friend's house when the patient's husband noticed the patient was not feeling well. He stated that she fell over and he brought her to the emergency room. Upon arrival at the ER, the patient was not able to stand and was put in a wheelchair. Her bg was checked and it was 58 mg/dl while the cgm was displaying 174 mg/l. The patient was provided orange juice and a package of peanut butter crackers. The patient was discharged from the ER after a couple of hours and went home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.